Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment, both output connectors were broken. It was additionally noted that the keypad window was scratched. All found defective parts were replaced and all other identified issues were resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's ventricular receptacle was broken and would not retain the connector. The generator was returned for service. There was no patient involvement.